Event description:
It was reported that a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch generated a leak during patient use. The reporter stated that there was leaking blood in the cartridge, it contaminated the intravenous (IV) pump, and it may have resulted in contamination to the patient. The patient needed additional intervention to prevent harm. They were unable to do a blood transfusion resulting in the patient not getting the necessary blood for four days. They had to discard the unit of blood that the patient needed and the tubing. It took over four days to get the blood type for the patient. They had to put the patient on antibiotics for closer to 10 days.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of cracked administration tube and subsequent leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review: the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.